Event description:
Material: 381412, lot: unknown. It was reported by the customer that there were repeated sticks due to the catheter dislodgement. Per call with customer over the phone, the draw would come to the window and as soon as you go through the catheter, it would disappear. Verbatim: repeated sticks due to the catheter dislodgement. Per call with customer over the phone, the draw would come to the window and as soon as you go through the catheter, it would disappear.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3363125, 2179495 and 3076656. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.